Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the tip of the introducer was in contact with the eye, but the lens got stuck on the edge. The lens was discarded and the spare was used with no injury to the patient. Additional information has been requested.